Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead causing early termination of events, and chronic low r waves were noted on the right ventricular (rv) lead. Both leads remains in use. No patient complications have been reported as a result of this event.